Manufacturer narrative:
Physio-control evaluated the device and observed that keypad switches were inoperable. Physio replaced the keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during testing. The hospital biomedical dept reported that the keypad/switch operation device was inoperable. There was no pt associated with the reported event.